Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms and was more sensitive than previous pumps. The patient noted that it seemed as though the pump was not making a good connection to the cassette. The patient was sent a replacement pump. No adverse patient effects were reported.